Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system after an infusion set change. The patient's blood glucose at the time of incident is unknown, and it was 130 mg/dl during the phone call. The customer stated that the compromised force sensor system alarm occurs every time he changes his infusion set, and that he has to rewind three times in order for the pump to work. Troubleshooting was initiated for the rewind and prime issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.